Event description:
It was reported during an initial implant, the physician requested a new device after trying three different right ventricular (rv) leads and in two cases there was noise on the electrogram (egm) and in one case there was high impedance. It was also noted that the right ventricular lead had high pacing impedance once attached to the device. A second right ventricular lead was attempted and found to have noise once attached to the device. The device and neither rv lead were implanted, and were replaced with a new device and rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. (B)(4): helix disengaged from helical channel. Full lead was returned and analyzed. Additional finding of blood in/on helix mechanism. (B)(4): no anomalies found. Full lead was returned and analyzed. Additional findings of outer tubing overlay breached cut and damaged at implant.